Event description:
Caller reported damage to tandem charging cable due to a house fire. No adverse impact to the customer's blood glucose level was indicated. Technical support arranged to replace the damaged charging supplies via 2-day shipping.